Event description:
It was reported that the cast cutter began to overheat. There was no pt involvement. There was no user injury, medical intervention, or any adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and repair. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.